Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, serial# unknown, explanted: (B)(6) 2017, product type: catheter. Product ID: 8598a, serial (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter product ID: 8711, lot# j11479r45, implanted: (B)(6) 2003, explanted: (B)(6) 2017, product type: catheter. The catheter (j11479r45) was returned for analysis. Catheter analysis found no significant anomaly. The catheter ((B)(4)) was returned for analysis. Catheter analysis found no significant anomaly. The catheter (unknown) was returned for analysis. Catheter analysis found coring, tearing, cuts in the seal of the sutureless connector which met leak criteria. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A dye study was performed and no problem was found with the catheter, they wanted to know what other causes of volume discrepancies are, it was explained that if the pump logs are normal and catheter diagnostic rule out a catheter problem then any other cause would be unknown. It was also reviewed that review that sometimes problems with the catheter are not found during a dye study and catheter needs to be revised. No further complications were anticipated/reported

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Refers to the main device, other components include: product ID: 8711, lot# j11479r45, implanted: (B)(6) 2003, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 25 mg/ml of morphine at 8.9 mg/day via an implantable pump. On (B)(6) 2017, it was reported that a volume discrepancy occurred. The expected residual volume was 1.3 ml and the actual residual volume was 13 ml. According to the rep, this was the first reservoir volume discrepancy for this pump. The pump logs and programing was checked and the pump reservoir was accessed. The refill was performed on (B)(6) 2017 and everything seemed to go well with the refill procedures. The patient can't have an MRI as they have another device from another company. The patient had been experiencing bowel and bladder issues for the past 6 months or so and, within the last month, the patient's pain had increased. No further complaints were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: catheter. Product ID: 8711, lot# j11479r45, implanted: (B)(6) 2003, explanted: 2(B)(6) 017, product type: catheter. Updated to reflect the pump implanted at the time of the event. Updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 25 mg/ml morphine at a dose of 1.997 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that there might be an issue with either the pump or the catheter. It was stated that a catheter event was reported and had not been confirmed. The representative stated that they thought there was an issue near the pump. They were going in for surgery to see if the catheter was clogged or disconnected to the pump. The representative did not have the details of the problems at the time of the report. They would be replacing the pump on (B)(6) 2017. There were no symptoms reported. The event date was asked, but unknown. Additional information was received from a manufacturer representative on (B)(6) 2017. It was stated that the catheter was thought to be clogged. The patient experienced the symptoms of ¿withdrawal¿ and increased pain. The cause of the issue near the pump was stated as likely a clogged catheter. They were unable to aspirate or determine where the issue was coming from in the catheter. There was a total catheter replacement performed to resolve the event. The patient¿s weight was unknown at the time of the event. The pump was implanted on (B)(6) 2014. The catheter would be returned for analysis. The pump remained in the patient with everything seemingly functioning appropriately. There were no further complications reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are : product ID: neu_unknown_cath, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
The return product paperwork was received via the company representative (rep) and the catheters were returned for analysis.